Manufacturer narrative:
The patient was born in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a noncompliance to sterile technique. The patient was hospitalized for the event. Treatment detail was not reported. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
On unreported date(s), the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported), dianeal therapy was discontinued and the patient was transferred to hemodialysis. Sixteen days after peritonitis onset, the unknown antibiotic treatment was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.